Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
The surgeon removed non-synthes hardware at c5-c6 prior to implanting prodisc-c at levels c6-c7. Fusion was reportedly achieved and the surgeon did not want the plate encroaching on the c4-c5 disc space and possibly causing ossification at c4-c5. Surgeon implanted pdc at c6-c7 for adjacent level disc disease. While chiseling for the inferior end plate, the surgeon inadvertently caused a small crack in the anterior of the vertebral body where the inferior c6 screw had been. The crack was superficial and did not fracture through the vertebral body. Pdc implant procedure was completed with no further problem. This report is #3 of 3 for the same event.

Manufacturer narrative:
(B)(4): placeholder.